Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that parts of the reservoir compartment is falling off from the insulin pump. The customer's blood glucose reading was 197 mg/dl. The customer stated that the top of the pump of the reservoir is falling off. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with a broken reservoir tube lip, a missing reservoir tube lip o-ring, a cracked case near the display window corners, a missing end cap sticker, and cracked battery tube threads.